Manufacturer narrative:
The ft3 reagent lot number is 89397200, and the expiration date is 31-dec-2026. The ft4 reagent lot number is 925939, and the expiration date is 31-jan-2027. The estradiol reagent lot number is 906980, and the expiration date is 31-oct-2026. The calibration and qc recovery data provided were within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii, elecsys ft4 IV, and elecsys estradiol iii results for 3 patient samples on a cobas e 411 analyzer (rack system). On (B)(6) 2026, sample 1 had an initial ft3 result of 32.55 pg/ml with flag. The repeat result was 2.36 pg/ml. On (B)(6) 2026, sample 2 had an initial ft4 result of 7.77 ng/dl with flag. The repeat result was 1.23 ng/dl. On (B)(6) 2026, sample 3 had an initial estradiol result of 3000 pg/ml with flag. The repeat result was 35.46 pg/ml.